Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l4-l5 and l5-s1 degenerative discs: a) central herniated nucleus pulposus. B) foraminal stenosis and underwent the following procedure: l4-l5 and l5-s1 anterior lumbar interbody fusions with complete decompressive discectomies x2, peek spacers x2, bone morphogenic protein and 2 separate plates with screws under fluoroscopic control. As per op-notes, ¿once adequate discectomy was complete and end plate surfaces were prepared, the space was sized. It was elected to put a large footprint 12-mm, 8-degree spacer in; the trial gave good fit and fill. The accompanying rasp was employed under fluoroscopic control. Bmp had been prepared more than 20 minutes prior to implantation for the first level. The real peek spacer was packed with bmp sponges.¿